Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted..

Event description:
It was reported that air was observed in the supply line tubing during drain five of five of peritoneal dialysis therapy on the homechoice. The patient was connected at the time the air was observed. There was nothing found during troubleshooting that could have caused or contributed to the reported alarm. The technical services representative assisted the patient in ending therapy. The patient planned to complete therapy using manual supplies. There was no patient injury or medical intervention reported. No additional information is available.